Manufacturer narrative:
(B)(4). Isolated the problem to the universal interface (ui) printed circuit board (pcb) and a poor connection with the display flex cable. The display flex cable and ui pcb was replaced.

Event description:
The customer reported that the n65 monitor display is missing segments on the blood pressure window. The patient was not harmed or injured as a result of the event.